Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the pin cord connection from the monitor to the cardiosave intra-aortic balloon pump (iabp) was found broken. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, e1(event site email), g4, g7, h2, h3, h6(component codes), h10. (Testing of actual/suspected device/10, 3233) a getinge field service engineer (fse) was dispatched to evaluate the iabp and confirmed the reported issue. To fix the issue, the fse replaced the coiled cable cord and the back plane cable, and performed all functional and safety checks to meet factory specifications. The unit passed all all tests except the pneumatic tests which had autofill failure when a trainer was used. The fse replaced the helium fill assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.